Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, not achieving paresthesia on the table, inadequate fixation, and no attempts to reprogram the transmitter have been ruled out. Additionally, severe force applied to the implant, excessive twisting, bending, or stretching, and the patient having contraindicating conditions has been ruled out. The transmitters associated with the complaint were not returned and could not be analyzed by engineering. Attempts to recover the device were unsuccessful, preventing engineering from performing investigation. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended.

Event description:
The patient reported gradual loss of therapy as well as a tingling/burning sensation at the antenna site when using the device. Additionally, there was discoloration similar to a bruise in the area of the antenna which disappeared when the patient stopped using the device. Attempts were made to change the transmitter settings without success and a replacement procedure is scheduled. However, a date was not provided. No further information is available at this time.